Manufacturer narrative:
The device alarmed button error followed by intermittent buttons due to corroded keypad traces. The device was received with cracked case at display window corners, display window and battery tube threads. The device was received with minor scratched lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 180mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.